Event description:
It was reported that during a pancreatectomy procedure, the device had intermittent hand activation, so they cleaned the gold contact area on the handpiece and changed the device. They still were having intermittent activation with the switch buttons, so the case was completed with the footswitch. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/11/2008. Info not available, device not returned for analysis.